Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that on a routine remote transmission, electromagnetic interference (emi) was noted on the device. The patient had been swimming in a pool during the time of the episode with emi. The patient was advised not to swim in the pool and the maintenance personnel will be told of the electric noise in the water. The device remains in use. No patient complications have been reported as a result of this event.